Event description:
A report was received that the patient underwent an ipg replacement due to inability to charge. The patient was doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of difficultly charging was confirmed. Sleep current was slightly out of the expected range. Depletion rate is higher than expected. It was determined this slightly higher than normal current drain was from the analog/digital ic section of the ipg electronics. It could not be determined conclusively, which ic is the root cause of the failure as both components are covered in glop top which makes test points inaccessible, and troubleshooting to specific component level is not possible. While testing, it was determined that the analog ic had damage to the multiplexer located in the section that calculates impedance. This damage is unrelated to the complaint as it caused the impedance readings to register as low impedance, instead of high on open channels, and only slightly lower than normal on channels connected to a load.

Event description:
A report was received that the patient underwent an ipg replacement due to inability to charge. The patient was doing well following the procedure.